Manufacturer narrative:
(B)(4).

Event description:
We were notified that the patient was on a cruise overseas when on (B)(6) 2018 she received 35 inappropriate shocks while dancing. It was decided to place a magnet over the device until the ship docked on (B)(6) 2018. Once the ship was docked, her device was interrogated and noise was present. Provocative testing was able to induce noise on both the rv lead and ff. Therapy was turned off until she returned home. This lead was explanted on (B)(6) 2018 due to a suspected fracture.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.